Event description:
Caregiver stated that the 9805p hydraulic lift has been wobbly for some time; advised user to have it fixed; to date has not been fixed. When caregiver is transporting the user in the lift, over carpet, she needs to get on her hands and knees to move the lift to the desired position. While moving the lift, with patient, the lift allegedly fell over. User fell on carpet, sustaining a small cut/scrape on her arm with bleeding. Medical intervention by caregiver, no ER trip.